Event description:
Procedure type: colectomy. Patient gender: male. According to the reporter: after firing, the device could not be removed from cavity. Allegedly when the surgeon removed the device, the tissue specimen and the anastomosis part was torn. Subsequently a new instrument was used to double-stapling anastomosis and complete the procedure. No bleeding occurred as a result.